Event description:
It was reported to nurse upon her return to or room after a break, that the trocar the doctor was inserting into the patient had broken into pieces. A new trocar was opened and the procedure continued after that without any further incident. This is not the first time a trocar used in surgery has not worked properly. However, problems can not be traced to any one manufacturer.